Event description:
New information received notes the patient was asymptomatic, the recommended programming changes were completed but there was a re-occurrence of post paced t wave oversensing. The patient's next appointment in clinic was not scheduled in the near future. The patient was stable.

Event description:
It was reported that post paced t wave oversensing was observed on the implantable cardioverter defibrillator (ICD). Programming changes were recommended. There were no reported patient consequences.

Event description:
New information received notes a re-occurrence of post paced t wave oversensing. Further programming changes were recommended.